Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to start after an attempt to perform (B)(4) the device became unresponsive and displayed an error message "power cpld installation fail". There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device failed to start after an attempt to perform (B)(4) the device became unresponsive and displayed an error message "power cpld installation fail." There was no reported patient involvement.